Event description:
Provider states, smells like burning, hot. The reporter has not reported any injury or ill effect or harm. Incident was initially reported to technical services. Any further information will be filed in a supplemental report.